Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the right atrial (ra) lead was extracted because the patient presented with severe tricuspid regurgitation. No further information was reported.